Event description:
¿Customer stated the products had no lubricant.¿ no further information provided.

Manufacturer narrative:
MDR 1049092-2023-00178 / device 1 of 28. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.